Manufacturer narrative:
Upon inspection and testing of the device by a field service engineer on site, the field service engineer confirmed the insulating tip at the distal end of the sheath was broken. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The issue reported by the customer is evaluated as plausible. The cause is very likely improper handling by the customer during reprocessing. Before using the product, the warning notices in the IFU should be followed to ensure a faultless condition of the product. See especially chapter 4: ¿warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury: impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor the field performance of this device.

Event description:
A user facility reported to olympus during reprocessing resection sheath, 24 fr. Fell on the ground, breaking off the distal end. There was no patient or procedure involvement and no reports of patient or user harm associated with this event.